Event description:
It was reported that (1) device was used during a laparoscopic fundoplication. It was reported by the affiliate that the h3tuv had a power drop. Another instrument was used to complete the case. There was no consequence to the pt.